Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the pump¿s device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number is unknown. Visual evidence of the monitor screen provided revealed decreased power consumption and estimated flows below normal power consumption. As a result, the reported "low flow" event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to the observed obstruction of the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft with unknown lot number was not returned for evaluation. A review of the outflow graft's device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the lot number is unknown. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk d10:no h3: yes h4: mfg date: unk h5: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outflow graft obstruction due to extrinsic compression. The authors described a patient who presented to the hospital with moderate symptoms of left-sided heart failure with dyspnea and poor activity tolerance. Their ventricular assist device (vad) exhibited low flows which triggered low flow alarms. Diagnostic evaluation revealed outflow graft obstruction due to material in the space between the outflow graft and a protective sleeve which caused extrinsic compression of the outflow graft. The patient underwent reoperative sternotomy. The sleeve was incised, and this released gelatinous material from between the sleeve and the outflow graft. The incision resulted in an immediate, substantial improvement in vad flow. The gelatinous material present between the outflow graft and the sleeve was removed entirely. The vad remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: unk / catalog#: unk / expiration date: unk / serial or lot#: unk d10: no h4: mfg date: unk h5: yes, this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: surgical treatment of late left ventricular assist device outflow obstruction due to extrinsic compression. The journal of heart and lung transplantation. 2019. 1-2. Doi: 10.1016/j.healun.2019.02.003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.